Event description:
It was reported that the stent reached the anterior communicating artery without issue. The physician was unable to see the stent proximal markers using angiography. The physician made an unsuccessful attempt to deploy the stent and the device was removed from the patient. There was no reported clinical consequence to the patient.

Event description:
It was reported that the stent reached the anterior communicating artery without issue. The physician was unable to see the stent proximal markers using angiography. The physician made an unsuccessful attempt to deploy the stent and the device was removed from the patient. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned device revealed that the microcatheter was compressed and that the stabilizer was kinked. The stent was not returned. No other anomalies were noted. The observed damage on the returned device can be indicative of high friction during deployment. The root cause of high friction during deployment cannot be definitively determined in this case. The cause for the reported stent radiopaque marker not visible under fluoroscopy could not be definitively determined as the stent was not returned. As a result, a root cause of undeterminable was assigned to this complaint.